Manufacturer narrative:
The investigation for the reported console (aic) "controller error" alarm has been completed. The aic was returned for evaluation. Data logs were reviewed which confirmed the controller error alarms. Functional testing of the console did not confirm the event. The alarm is typically caused by a known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, and has a low probability of reoccurrence. Therefore the root cause of the controller alarm issue could not be determined.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the placement signal stopped appearing on the aic (automated impella controller) and was followed by a controller error alarm during patient support. The aic was swapped to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted.